Event description:
Caller reported difficulties with the wake button on the pump, which was challenging to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on proper button pressing technique and decided to replace the pump after confirming the issue persisted despite following the guidance provided.